Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer and completed as planned by manually starting the ippc. The philips field service engineer (fse) inspected the system on site and confirmed that system could not emit x-ray. Review of the system log file showed that the image processing p (ippc) was not starting up. Upon troubleshooting fse confirmed that the voltage levels were within the normal range, confirming that the ippc was faulty. To resolve the issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found cmos battery was missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.